Manufacturer narrative:
(B)(4). Although the customer reported the device was discarded, the customer returned twenty unused, sterile, representative sample devices with the same part number (12673-03) and lot number (20817j1) for evaluation. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. However, the customer returned twenty unused sterile representative proglide devices for evaluation with the same part (B)(4) and lot number (20817j1), as the complaint device. All the devices performed according to specifications. Analysis of the unused devices did not provide any additional information as to the cause of the reported complaint. There is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary interventional procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, the device could not be removed because the suture did not release from the suture bearing area of the device. The suture was cut enabling the device to be removed over a guide wire. A second proglide device was attempted, but with the same results; the device could not be removed because the suture did not release from the suture bearing area of the device. The suture was cut enabling the device to be removed over a guide wire. A starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the proglide and starclose se devices. No additional information was provided.